Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not always give low reservoir warnings, did not give much of a low battery warning prior to shutting down. The customer's blood glucose value was unknown. The customer also reported that insulin pump had diminished battery life, batteries were lasting less than 7 days, crack at the top of the insulin pump, condensation under the screen, backlight did not always work, unexplained random no delivery alarms, error was occurred after changing site. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive act and down buttons due to moisture damaged lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery, no delivery, e/a alarms or back light anomaly due to unresponsive button. Device had cracked reservoir tube lip.